Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
Medical records received indicated that on (B)(6) 2016, the patient had a left total knee arthroplasty to address osteoarthritis, end-stage, bilateral knees. During the procedure the surgeon noted that both patellas had significant erosion of the lateral patellar facet. The surgeon decided to cut the patella down to 12 mm, and not go any thinner. That left a defect in the lateral facet of both patellas, which was filled in with cement. Depuy components were used during this procedure. On (B)(6) 2019, the patient had an excision of nodular fat just above the prepatellar bursa with removal of multiple ethibond sutures, right knee. The bursa had become painful. The surgeon reported finding nodular fatty tissue just above the prepatellar bursa, which was creating somewhat of a band across the bursa. That was the main issue. The surgeon also removed multiple ethibond sutures. On (B)(6) 2020, the patient had a revision, right total knee arthroplasty, to address failed right total knee arthroplasty, femoral component loosening. The indications for surgery included: pain, discomfort, and stiffness. During the procedure the surgeon reported that the femoral component as well as the patella were loose with no interface provided. The tibial component was well fixed. The surgeon noted a significant amount of osteolysis and bone loss. There was also some mild synovitis noted. Depuy components were used during this procedure. (B)(6) 2021 medical records note that the patient has right anterior pain, status post total knee arthroplasty revision 6 months prior. Patient appears to have a patella fracture, however the patellar button appears to be intact. Patient is required to wear an immobilizer as treatment. No invasive treatment at the time of this review.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
On (B)(6) 2016, the patient had bilateral cemented total knee arthroplasty to address osteoarthritis, end-stage. Depuy components, including patella were used. No mention of manufacturer of cement. There were no complications noted. On (B)(6) 2020, the patient had a revision right total knee to address failed right total knee arthroplasty, femoral loosening. Prior to surgery the patient had stiffness, increasing pain, and discomfort. The tibial component was noted to be well-fixed and was retained. The femoral component and patella were noted to be grossly loose. There was osteolysis and bone loss.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 clinical code: appropriate term / code not available (e2402) is used to capture injury (e20).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study: (B)(6). Clinical notification received for revision of right total knee to address aseptic loosening of femur and patella components. Date of implantation: (B)(6) 2016. Date of revision: (B)(6) 2020. (Right knee). Treatment: femur, tibial insert, and patella components.